Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) using a 14f sheath. Reportedly, eight prostyle devices experienced a suture/link break and one had an unknown issue. Hemostasis was maintained by leaving the sheath in, however, it is unknown how hemostasis was finally achieved. The patient passed away on an unknown date, but the physician stated the prostyle devices did not cause or contribute to the patient death. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a query of the complaint handling database for the reported lot was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unspecified device issue could not be determined as a specific failure mode could not be identified with the returned device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.